Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 1105 through the history log, but could not reproduce it during evaluation. Evaluation found that there were no signs of damage on the exterior of the pump, and no defects on the printed circuit boards. Evaluation also found that the motor bearing had slight signs of wear, with no shaft end play and a small amount of black material around bearing and in the primary gear. Evaluation found that the gearbox and gearbox bearings were within specification. Due to the invasive nature of the investigation, the motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient injury.